Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to calibrate. They changed the solution and tried again for a couple of times, but it was still failed. They got a new recorder and used a second capsule, but it also failed to calibrate on the last step. The capsule will be returned for investigation. There was no reported patient outcome and a repeat procedure is necessary as the patient was cancelled and will be rescheduled.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.